Manufacturer narrative:
Philips has reviewed this complaint. According to the information collected, this complaint is confirmed as a duplicate of a previously reported event (FDA reference: 3003768277-2024-00384). At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it has been determined that the reported event was previously investigated and reported. Internal evaluation has confirmed that no new allegations of device malfunction or patient/user harm have been received related to the event. The codes were updated based on the investigation outcome. H3 other text : duplicate complaint; no evaluation needed.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's host pc was faulty. The device was in clinical use at the time of the event. The patient was moved to another system during treatment no harm to the patient or user was reported. Philips has started an investigation of this complaint.